Event description:
N/a.

Manufacturer narrative:
Additional information: e1(initial reporter: (B)(6)) & brand name: cs300 intra-aortic balloon pump, english, 220v. It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) there was no patient involvement. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the front end pcb, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check up, the cs300 intra-aortic balloon pump (iabp) unit had maintenance required code 1. There was no patient involvement.